Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced repeated "restart 38" alerts while using an inset 23" infusion set. After removing all supplies, restarting the ilet, and performing a dry run, insulin delivery resumed. The highest blood glucose (bg) recorded was 508 mg/dl by finger stick. Despite the elevated bg, the user reported no symptoms. Multiple supply changes and restarts were completed throughout the day, with blood glucose (bg) trending down to 468 mg/dl before another "restart 38" occurred. The user confirmed correct cartridge use, rotation of sites, and no reuse of cartridges. Insulin delivery resumed after additional troubleshooting, and the agent advised contacting the healthcare provider (hcp). The field team will be engaged to assess technique and provide in-person training if needed. Blood glucose (bg) was corrected through supply changes and clearing "restart 38" alerts. No outside assistance or medical intervention was required at the time of call.